Event description:
The international customer reported that the device when turned it came up with a black screen. Review of the diagnostic report shows codes that indicate a spi bus failure. The spi bus communication used to read data for pressure and flow sensors. This failure may result in a vent inop occurrence. A vent inop during normal ventilation operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the unit was not in use; therefore, there was no pt involvement or harm. The MFR's field service engineer (fse) was able to duplicate the reported problem. The fse replaced the motor controller board and the power management board to address the problem. Final applicable testing was performed per operating specs and passed.